Manufacturer narrative:
(B)(4). The device was noted to have premature depleted. The device was tested on the bench and a hybrid anomaly was noted to be the cause of the premature battery depletion.

Event description:
This report is to advise of an event observed during analysis.